Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer had tampon piece remain inside. The tampon piece was removed and the redness she was experiencing begun clearing up.